Event description:
It was reported that the catheters are crumbling into large pieces upon opening the package. There was no pt involvement.

Manufacturer narrative:
Bard received 17 unopened samples for evaluation of product code #1365-6. Visual inspection noted that all units were intact upon receipt with no obvious defects or damage observed. Functional testing consisted of manually bending the catheters several times in multiple, random locations. No breakage was noted. The device history record could not be reviewed because, the product was packaged in 10/1976, according to the lot number on the labeling. The manufacturing process includes 100% inspection of the product integrity and length of the catheters. The current process controls are intended to detect this type of failure mode. Based upon the expiration date of the lot number and date of the event, the device was used past the expiration date. The root cause of the reported event can be directly attributed to the device being used past the expiration date. While the polyurethane device is very durable, some degradation of product integrity is expected over and extended period of time. The degradation may be accelerated by storage conditions. The user facility has been notified of this issue and are no longer using the products from this lot number. (B)(4).